Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) was under-sensing during a non-sustained ventricular tachycardia (vt) episode. The patient asymptomatic. The ICD was reprogrammed, and the patient left in stable condition.